Manufacturer narrative:
Additional information was provided by the physician, in order to avoid a procedural complication (pop-out or compromise of coronary ostium) it was decided to proceed with slow inflation of the valve and simultaneous wire protection of the lm (due to the low take off of the left coronary ostium- as per their protocol ¿to always protect lm with low takeoff of lm¿). The pacing was prolonged while trying to maintain the correct position of a sapien s3 20 valve (approximately 20 seconds). After the uneventful slow inflation of the valve which was implanted at the designated position with excellent hemodynamic and angiographic result and while patient was properly anticoagulated (act>350 seconds) a coronary angiogram was performed which showed visible thrombus formation in both lad and circumflex artery. The thrombus was extracted with an export catheter and a tap technique was used to treat the circumflex artery/obtuse marginal branch bifurcation (there were preexisting coronary lesions considered to be moderate). Patient had an uneventful postoperative 4-day hospital stay and at six month follow-up is asymptomatic on dual antiplatelet therapy and copd medication. The physician is unsure on the etiology of the event but it may be due to the 2 factors in tandem and (prolonged pacing and wiring) or other unknown intrinsic patient (i.e. Hematologic) condition (the physician did not find any apart from permanently borderline low hematocrit). Per report as stated ¿it is interesting that immediately following the implantation there were no electrocardiographic changes or any hemodynamic compromise and thrombus formation was only evident after the coronary angiogram¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The valve remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, per presentation, the coronary occlusion was due to thrombus. In addition, per the author prolonged pacing and protective coronary wiring may have contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through a (B)(4) affiliate, a case of (B)(6) year old female with chronic renal failure and surgical aortic valve replacement with a sorin biological valve implanted approximately 4 years ago, received a 20mm sapien 3 valve. This case was presented at the pcr (B)(6) valve 2018, ¿when slow inflation of a balloon expandable valve is too much tavi may not just a valvular procedure!¿ the patient had recent onset of dyspnea and hospitalization with acute pulmonary edema due to severe aortic stenosis. After pre tavr evaluation, the medical team determined the patient was unsuitable for transfemoral/subclavian approach because of patient¿s small aortic anatomy. A decision was made to perform a valve in valve procedure with a 20 mm sapien 3 valve by ta approach with simultaneous wire protection of the left main, contrast media free implantation and very slow inflation. Immediately after the implant of the valve, the left anterior descending (lad) and left circumflex (lcx) arteries filling defects were seen. The physicians performed a thrombus aspiration of the lad and lcx, followed by balloon inflations of the lcx and provisional stenting, rewiring and ballooning of the obtuse marginal (om) artery at the proximal bifurcation, and tap stenting of the om at the distal bifurcation. At 12 months follow-up revealed that the patient is nyha ii with residual mean gradient of 21 mmhg. As per screening echo reports (tte and tee), the patient had severe aortic stenosis, with aortic valve area of 0.6cm2, peak gradient 87mmhg , mean gradient 55mmhg, and ejection fraction of 55%.